Manufacturer narrative:
Abutment screw fractured. In dental implant. Implant needed to be removed. No new implant placed. Fracture was caused by mechanical overloading. Explantation of implant was collateral damage. No implant problem.

Event description:
Abutment screw fractured. In dental implant. Implant needed to be removed. No new implant placed.